Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm was showing 8.0 mmol/l but the bg was 2.1 mmol/l. The patient¿s grandmother checked two more readings to confirm but did not keep note of the values. The patient went into a hypoglycemic event after not feeling well. The patient¿s mother does not remember the values at the time as they focused on waking the patient up. An ambulance was called by the patient¿s grandmother. When the paramedics arrived, they provided five glucotabs with two 150 ml cans of coca cola. The patient¿s bg went up for a minute and then straight back down. The patient¿s mother did not remember the values at this time. The patient was given three jam sandwiches by the mother. This brought the bg levels up and the patient woke up. The mother does not remember the bg or cgm values from this measurement. The paramedics advised the mother to replace the sensor. They stayed with the patient for over an hour to ensure she was okay and left once the bg levels stabilized. At the time of the report two days later the patent was still feeling ill and resting in bed. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.